Event description:
It was reported that the right atrial (ra) lead was fractured. The ra lead was capped and replaced and was later explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead was fractured. The ra lead was capped and replaced and was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The distal conductor was fractured. The proximal conductor was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation was breached cut, had a white substance, and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The anchoring sleeve fixation site could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The distal conductor was fractured. The proximal conductor was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation was breached cut, had a white substance, and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The anchoring sleeve fixation site could not be determined. Continued: 6947 implantable tachy lead - (B)(6) 2004, (B)(4) implantable pacemaker/cardio/defib - (B)(6) 2008.